Event description:
The customer received questionable calcium results on their d-module. The customer had analyzed around 500 samples on the day of the event. The customer provided data for 104 samples, of which one sample had a discrepant result that was reported outside the laboratory. The samples were repeated on one of the laboratory's different d-modules. The patient's initial calcium result was 7.3 mg/dl accompanied by a data flag. The repeat result was 8.8 mg/dl. The customer considered the repeat result to be correct. There were no reports of any adverse event. The calcium r1 reagent lot number was 65622901 and the expiration date was 04/30/2013. The calcium r2 reagent lot number was 65922601 and the expiration date was 06/30/2013. The field service representative found that the customer was using degraded materials during calibration. Test results indicated the material was past its stability. He re-calibrated using fresh calibrator materials. He ran a precision test with passing results.